Manufacturer narrative:
Concomitant medical products: 383059 lead; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning was noted for low impedance on the right ventricular (rv) lead. It was also reported that thresholds were slightly elevated. Possible insulation degradation/breech was suspected. The lead remains in use. No patient complications have been reported as a result of this event.